Manufacturer narrative:
This supplemental is based solely on the receipt of a 3500a report. It should be noted that the complainant did not want to share any patient identifiers. Also that the complainant did not know if the patient had a permanent wire or a heart wire hooked up to the device. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that while the patient was connected to an external pulse generator (epg) the epg "powered down, stopped, shut itself down." The "patient flat lined and blood pressure rapidly decreased". The patient was resuscitated, recovered, and the epg was replaced. "The patient died shortly thereafter". The patient was being transported to recovery after an aortic valve replacement surgery when the incident occurred. The 9volt battery was reported to be "ok", however it was not known if the battery voltage was measured.

Manufacturer narrative:
It should be noted that the complainant did not want to share any patient identifiers. Also that the complainant did not know if the patient had a permanent wire or a heart wire hooked up to the device. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.